Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip of the wire was fractured. The patient's status was reported as stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotawire was fractured. A 330cm rotawire¿ was selected for use. During the procedure, problems were encountered with getting the wire down the artery. The wire was removed from the patient through the guide catheter in order to reshape the wire, at this time it was noted the wire had unraveled and snapped. No parts of the wire remain in the patient. No patient complications were reported.

Manufacturer narrative:
Describe event or problem: updated. Device evaluated by MFR.; method codes; results code; conclusion codes: updated. Device evaluated by MFR: the device was returned for analysis. The wire is broken near the distal section, 329cm from the proximal section. The distal tip was not returned. The overall length of the wire and the outer diameter of the distal tip could not be measured due to the returned device condition. The outer diameter of the middle and the proximal sections were measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.. (B)(4)

Event description:
It was further reported the patient was in stable condition post-procedure.